Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
Boston scientific received information that the device battery was depleting. Moreover, engineering analysis result showed that device been dropping about one year off the approximate time remaining every three months. Also, the battery diagnostic data indicated that the power consumption of the device has been increasing for over a year and is expected to continue to increase. It was advised to consider replacing device and to return for detailed analysis. Further, the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Boston scientific received information that the device battery was depleting. Moreover, engineering analysis result showed that device been dropping about one year off the approximate time remaining every three months. Also, the battery diagnostic data indicated that the power consumption of the device has been increasing for over a year and is expected to continue to increase. It was advised to consider replacing device and to return for detailed analysis. Further, the device was explanted. No additional adverse patient effects were reported.